Manufacturer narrative:
(B)(4).

Event description:
A pump pocket infection occurred and resulted in prolonged hospitalization. A lab test was conducted on (B)(6) 2011, and a positive intraoperative culture was indicated. The patient had bruising, tenderness, and wound dehiscence. On (B)(6) 2011, examination/palpation revealed that the wound was stable. Tenderness was noted on (B)(6) 2011, and dehiscence on (B)(6) 2011. Increased spasticity was determined on (B)(6) 2011. The pump and catheter were explanted on (B)(6) 2011. The patient had baclofen withdrawal with increased tone and clonus. Enteral baclofen and valium were given on (B)(6) 2011. The patient had pancreatitis with nausea and vomiting. An elevated lipase test was done on (B)(6) 2011. Endoscopic retrograde cholangiopancreatography (ercp) and stent placement was completed on (B)(6) 2011. The patient outcome was noted as being without sequelae on (B)(6) 2011. The drug administered via the patient's pump was lioresal with concentration of 2,000.0 mcg/ml. Additional information will be provided in a follow-up report as it becomes available.